Manufacturer narrative:
Additional info: catalog# 8069m0k1, lot# 1019706, and expiration date: 03/31/2010. Device MFR date: 03/2010. The elongated darkened area of skin was diagnosed as superficial necrosis with small areas of erosion at the right alar region. Dr (B)(6) (pt and dermatologist) treated the area with nitropaste and antibiotic creams. During follow-up dr (B)(6) reported having a 3 mm defect area at the joint of the alar and naso labial fold. He anticipates little to no surface loss. He stated he was using the antibiotic cream, biafine, a non-steroidal medication for treatment of burns and wound care. Later follow-up from dr (B)(6) office manager stated the affected area is healing well. He still has slight discomfort and some discoloration but the healing is progressing nicely. A review of the device history records indicates the reported lots; 1020003 and 1019706 met all specifications prior to release.

Event description:
Pt (dermatologist) injected with radiesse dermal filler in the naso labial folds developed an elongated area of darkened skin with tenderness at the right fold one day post-injection. A possible vascular occlusion was suspected.